Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the batteries do not last more than 1 week. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked along the esc button to the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no low battery alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.